Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. The customer service team instructed the caller on how to press the button correctly, but as the problem persisted. Customer continued to use the pump for insulin delivery.